Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In this case, possible endocarditis was indicated. Culture results have been requested to confirm infection but the results have not been provided. The root cause of this event cannot be conclusively determined with the available information. However, there has been no allegation of a device malfunction or deficiency. It appears that this event was likely due to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information underwent redo-avr. There was no evidence of any pvl postoperatively. Approximately two (2) months later, the patient presented with dehiscence of this valve with possible endocarditis. The valve appeared to be dehisced at the noncoronary aspect of the annulus. The valve was explanted. There appeared to be perforation through the annulus involving the base of the anterior leaflet and mitral valve and down to the dome of the left atrium. It was unclear if the represented infection. A tissue sample was sent for culture. Given the extensive destruction, reconstruction was required using a homograft. The patient was weaned off cpb and tee showed severe mitral regurgitation. It was felt that with the reconstruction of the defect of the heart that sewing the vase of the anterior leaflet to the aorta likely distorted its geometry, causing central regurgitation. Therefore, the patient underwent mitral valve repair to correct this. The patient was noted to have tolerated the procedure well. Postoperatively, the patient developed hypoxic respiratory failure, requiring mechanical ventilation as well as cardiogenic shock. The patient required multiple vasopressors; however, remain significantly hypotensive. Hospitalization was further complicated by an episode of ventricular fibrillation with cardiac arrest x2 with return of spontaneous circulation within two minutes of each arrest. Despite maximal therapy, the patient continued to clinically deteriorate and was pronounced deceased.